Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, error m-02 occurred on the erbe generator with an "activation interrupted" message. An intuitive surgical, inc. (Isi) technical service engineer (tse) was unable to view the system logs. The tse walked the customer through two hard power cycles of the erbe generator, but the error returned each time. Per the tse's inquiry, the customer had a force triad unit but did not have the cable to run between the vision side cart (vsc) and the force triad unit. The customer would utilize the force triad unit with pedals parked near the surgeon side console (ssc) to complete case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system a was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.